Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. Sys operates as intended. (B)(4).